Manufacturer narrative:
(B)(6).

Event description:
It was reported that device entrapment occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. The device got stuck with the 0.014 non-boston scientific guidewire and both devices were removed together. Neither the guidewire no the catheter appeared damaged. Once the devices were outside the patient, the guidewire was able to be separated from the catheter. The procedure was completed with another of the same device. There was no patient injury.